Event description:
In one report: the clear silicone seal within the clave split septum remained depressed allowing fluids to leak out; the nurse immediately clamped the line and removed the defective clave cape from the IV line. It reportedly is an on and off issue with different units throughout the hospital experiencing leaking or blood backing up. In another incident, there had been albumin used which leaves a very sticky residue and may have contributed to the silicone seal not resealing.